Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a product performance anomaly. The patient indicated that the device was recalibrated but that did not help and the patient was experiencing constant atrial fibrillation (af). This was noted to have been the second occurrence and previously the patient underwent an ablation procedure to resolve. The patient has been scheduled for a second ablation procedure. This device remains in service. No additional adverse patient effects were reported.